Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the data sync at station was stopped. A technical support specialist (tss) dialed into the station and identified the device was stuck in manual recovery due to data synchronization errors. Data synchronization and maintenance services were stopped, and the database was manually backed up. Knowledge articles, manual recovery required ¿ datasyncinvaliduploadchangetrackingvalue and retry mode: insert into tx.transactionsession, were applied to address structured query language (sql) foreign key constraint errors related to user account snapshot keys; however, retries continued with different keys. After applying the fix using the witness key, data sync was restarted successfully. The station resumed normal upload and download activity with the server. The customer confirmed the station was working as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was not reflected on the server. The a-station in theatre 6 had inventory physically present and showed inventory when checking the virtual count at the machine. However, when checking the es server, it appeared that no inventory was loaded into the machine.there were no adverse events or injuries reported based on this event.